Event description:
(B)(4). Migraine headaches, arm, shoulder, neck numbness, sciatica, abdominal pain, leg pain, joint pain, brain fog, heavy periods, pustules on arms and hands. On going specialist appointment and physical therapy.